Event description:
It was reported that the device was silent when the alarm was supposed to be triggered. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. The visual examination found the outer housing broken. The functional assessment established a relationship between the device and failure reported. The device was unable to generate or control negative pressure, failing the leak tests. The root cause was determined to be a failed main circuit board. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure reported has been reviewed with similar instances found in the previous four years. These instances are being monitored to determine if additional actions are required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.